Manufacturer narrative:
During inspection and testing, foreign debris was found protruding from the air/water nozzle. The foreign material appeared to be remnants of a black rubber-like material. In addition, the adhesive on the light cover glass was worn, the adhesive on the optical cover glass was worn, delamination was evident on the insertion tube, the colored ring was worn on the aspiration housing, interference was evident on the image, air channel volume was not to specification due to blockage, water channel volume, water flow, and water removal were not to specification, and the electrical safety test was not to specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, channel four of the scope was blocked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign debris). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the material was not removed even though the user reprocessed the device in accordance with IFU from the following reasons. - black rubbery material protruded from the nozzle. - it is likely the material did not originate from olympus scope. - the material expected in IFU is mainly dirt that adheres to endoscope during procedure. It is likely the thin black rubbery material was not dirt expected in IFU. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned." Olympus will continue to monitor field performance for this device.